Manufacturer narrative:
A field service engineer (fse) found a leak in tubing through pinch valve vl14c. The fse replaced the tubing to fix the leak. The wbc apertures were cleaned to address the original wbc aperture issue. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported an uncontained clear leak of about 5 ml from a coulter lh 750 hematology analyzer. The customer stated that white blood cell (wbc) aperture values were high; the apertures were bleached with no improvement. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.